Manufacturer narrative:
Information contained in this record was previously submitted thru [psr] on [22/apr/2019]. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified broken striated, missing (25-50%) and creases fold. Based on the device analysis the final assessment is a striated edge broken due to surgical damage consist in the use of some surgical tool and missing shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is a rupture.

Event description:
Health professional reported right side rupture. Device has been explanted.